Event description:
It was reported that t:slim x2 pump battery did not charge reliably and charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized, and using a different cable did not resolve issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label within 10 days, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.